Event description:
Treatment of an aneurysm. Total of three pipelines were used. It was reported during deployment, the second pipeline could not be released from the capture coil and the third pipeline was found twisted. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model# and lot# of other pipeline involved: model: fa-77500-18, lot: au11-079 - dom: (B)(6) 2011 - exp: (B)(6) 2014. (B)(4).